Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that five days post implant the patient thought they had been shocked by their leadless implantable pulse generator (ipg). It was noted that the patient has an ipg and not a defibrillator. The leadless ipg remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient's symptoms of being shocked were unrelated to the leadless ipg. The patient noted that they were rolled over and it hurt them. The patient also developed a hematoma post operatively and a blood transfusion was required. No further patient complications have been reported as a result of this event.